Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reset and powered off. Customer needs help setting it back up because she has a broken arm. Customer stated that the pump alarmed battery out limit after the battery change. Customer stated that the pump is not alarming at the time of the call. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. Customer was assisted with setting the time and date and confirmed that the settings were correct after resetting. Customer mentioned that her blood glucose high in the 300-400 mg/dl range. Customer declined troubleshooting for high blood glucose because she said it was due to not being on the pump since she broke her arm. Customer stated that the pump was alerting low battery at the hospital but she couldn't do it until today and she had trouble doing it.